Event description:
During daily inspection, it was reported that the device illuminated the service light and it would not advance past the initial boot up screen, a lock up failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.